Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. The patient archive was received and reviewed. Initial model quality was found to be poor. It was noted that the model was usable at a lower threshold. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the 3d model was not appearing when the surgeon was trying to load the 3d model for registration. The surgeon opted to not troubleshoot over the phone and aborted navigation. There was a surgical delay of about 10 minutes due to this issue, and there was no impact on patient outcome. A medtronic representative was on site after the case and noted that the issue could have been resolved with minor threshold adjustments.

Manufacturer narrative:
Patient information was received and has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.